Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was prolonged healing of the incision and a hematoma developed. The patient was admitted with a fever, shortness of breath, and there was erythema and warmth of the device pocket. There was a concern for a pocket infection and blood cultures grew escherichia coli. The implantable cardioverter defibrillator system was removed. No further patient complications have been reported as a result of this event.